Event description:
Saline implants (B)(6) 2000. Symptoms: anxiety, depression, brain fog, memory loss, neurological -dizzy, vertigo, rib pain, chest pain, back pain, neck pain, joint and muscle aches. Weight loss, muscle loss, fatigue, weak, ringing in the ears, tingling and numbness in face and arms, leg/foot pain and burning, hair loss, skin problems, digestive problems, vision problems, eye pain. Etc. Event abated after use stopped: yes.